Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range pace impedance measurements and loss of capture. The lead was surgically capped and abandoned and the ICD was explanted for normal battery depletion. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the lead was assessed with a pacing system analyzer at the lead revision and found that the right ventricular (rv) lead no longer captured. No additional adverse patient effects were reported.